Event description:
The customer reported that her blood glucose reached 23.4 mmol/l (422 mg/dl) less than a day after the pod was activated and that the cannula was out of the skin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site, a condition that could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.